Event description:
Pt had difficulty breathing on ventilator throughout the night. Alarm did not go off. Ventilator in the a.m. It was discovered that the filter had not been changed & ventilator was occluded.